Manufacturer narrative:
A ge service representative performed an onsite investigation. The fse concluded a pcb assembly replacement was likely required. No conclusion can be drawn as further system analysis, testing or repair information is unavailable at this time and no additional service information was provided.

Event description:
The customer reported that the system failed to boot and exhibited a non-recoverable loss of system functionality. No patient serious injury or death was reported related to this event.

Manufacturer narrative:
The customer reported after 20 minutes frozen screen. The fse found the system would not boot. The fse tried multiple parts without success and then removed those parts and installed the originals. They left the system in out of order status. The fse returned at a later time and the unit was reported to be working. No repair was performed to their knowledge. The fse verified system functionality. Based on the age of the system (end of useful life, 12/31/2007) this type of failure would be expected and reflective of the normal wear and tear that is anticipated as the system is used and therefore not a malfunction.